Event description:
It was reported the wands will not establish telemetry. The wands were returned for evaluation and repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the device would not establish telemetry. It was noted that the upper case was broken off and there was corrosion inside the device most likely due to liquid immersion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2090w programmer; product ID: 229047 analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.